Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing; reported customer complaint was unable to be confirmed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion pump lost programming. There was no reported injury to the patient.

Manufacturer narrative:
Additional information was received indicating that the serial number reported originally (B)(4) was incorrect. The correct serial number is (B)(4).

Manufacturer narrative:
Additional information was received on 09/09/2019 indicating the event date. Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was not verified. The pump was inspected, and functional test was performed, it had no issue with "lost programming." Therefore, no problem found with the issue. Based on the evidence, the complaint was not confirmed, and no problem was found.